Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited farfield r-wave oversensing on the atrial channel while in aai mode, and the farfield signals were marked as premature atrial contractions (pacs). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.